Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through claimant's counsel that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2009 and was implanted with an lfit anatomic cocr v40 femoral head. Allegedly x-rays taken on (B)(6) 2021 demonstrated "overall shortening of the femoral neck suspicious for metal fretting and fracture of the prosthesis." The patient was revised on (B)(6) 2021 with a diagnosis of "breakage of right total hip replacement with extensive metallosis and pseudotumor".